Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the screw broke and potentially remains in the patient.

Event description:
It was reported that the screw broke and potentially remains in the patient.

Manufacturer narrative:
Alleged failure: screw broke. According to biocomposites: "customer complaint: complainant has stated "during the surgical procedure, when placing the screw at the correct angle of the key, and without excessive force, it broke." Investigation findings are: screw broke due to technique used. Warnings and precautions, including prevention of screw breakage are stated in the instructions for use. No medical intervention was required. The suspected root causes are tapped depth and diameter insufficient causing strain on the device during implantation." The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.